Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40's (mg/dl). To treat the low bg level, the customer consumed glucose tablets and juice. Although requested by tandem technical support, the customer declined to upload the pump data for the logs to be reviewed.